Event description:
It was reported that during the lv (left ventricular) lead implant procedure, the guidewire was advanced into the delivery system to get access to the cs (coronary sinus) vein. The lead was advanced on the guidewire, when the guidewire broke, and it was removed from inside the lead. Outside filaments broke, and they remained attached to the distal end of the guidewire. The implant procedure was completed without any further complications, and the patient's status was reported to be good.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: the broken wire was confirmed . The root cause is unknown. The core wire is broken from the distal tip portion of the guide wire but overall the device remained in one piece due to the outer coil not breaking and separating. It appears force was used beyond design expectation during lead placement.